Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the audio bolus button cover was intact and responded appropriately to user input. The audio bolus button cover was removed to find no contamination under the button cover. A leak and moisture were found in the battery compartment. The pump cover was removed to find internal moisture on the printed circuit board and keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the audio bolus button was under responsive and there was moisture in the battery compartment. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no serious injury associated with this complaint.